Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4): the pump was returned with audio bolus button missing.and the bolus button is inoperable due to missing cover.keypad is otherwise intact, and other keypad buttons are responsive. The keypad was removed to investigate and no evidence of keypad contamination was located.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.